Event description:
Related manufacturer reference number: 2017865-2021-33949. It was reported that the patient presented remotely. It was noted that there was a report about a false noise reversion that occurred due to fine atrial fibrillation and not actual noise. It was unknown whether this was a pacemaker issue or right atrial (ra) lead issue. No intervention took place or was planned at the time. The patient was in stable condition.